Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer also stated that the insulin pump had motor error alarm. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and declined motor position encoder error alert. Customer was able to clear and able to rewound the insulin pump. The device will be returned for analysis.